Event description:
It was reported that, a 980 ventilator was delivering a higher tidal volume than the set value. The ventilator was not in use on a patient at the time the event occurred. The customer reported to have inspected the device and an exhalation flow sensor alarm was generated. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the expiratory flow sensor. The se performed extended self-testing on the device and all tests passed.